Event description:
Information was received from a patient's rep (caller) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the reason for call was the caller stated that the patient's pump ran out of morphine more than a week ago. The caller stated that they came to the emergency room (ER) on saturday night because the patient was in pain. The caller said they gave the patient some morphine temporary and a prescription that they should have picked up from the walgreens, but they did not get a prescription and the same thing occurred early this morning at the hospital and the patient was in the hospital right now. The caller stated they had relocated and the patient did not have a managing physician. The caller stated the patient started having issues with the pump/pain relief around june 2024 while they were in another country and when they got home the doctor who was managing the care dropped the patient. The caller wanted to know if mdt could come to the hospital to fill the pump. The agent reviewed mdt role and the agent sent an email to the caller with physician listings.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.